Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
The patient was hospitalized on the same day as the onset of the event. The cause was unknown. The patient was treated with vancomycin injection and amikacin injection (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.